Manufacturer narrative:
D-1 and d-2: when this report was originally rec'd we believed that a different product was involved in the event. Info rec'd from the original reporter indicates that the product involved was ethibond non-absorbable suture. This change has been noted in our records and engendered the filing of this follow up 3500-a form.

Event description:
International affiliate reports that needle broke during gynecological procedure while surgeon was attempting to suture the right sacrospinous ligament. It is reported that two cm of the tip was retaineed in the vaginal wall.